Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device revealed that the balloon did not have any visual defects and was in a good condition. The catheter of the device was carefully inspected and no damages were found. Functional evaluation could not be performed as the balloon lumen was occluded, and it was not possible to unclog it. The balloon was then microscopically inspected and found that the balloon had a pinhole located at the proximal section over the ro marker. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as the interaction between the scope and device, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used in the common bile duct (cbd) during a dilatation procedure performed on(B)(6) 2020. According to the complainant, during the procedure, it was noticed that the water and contrast medium was emerging from the balloon. Reportedly, the balloon was then removed and the procedure was completed with another maxforce biliary dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event (see block h10 for investigation details).